Event description:
Procedure type: gastric bypass. According to the reporter: during by-pass, tightness/sealing tests were performed with air and blue tint. A second test with blue tint was performed and all the tests were negative. Later in the evening the patient had severe pain, tachycardia and breathing difficulties. The patient had to be re-operated (open surgery) during the night to find the cause of those symptoms. During another test with blue tint, the surgeon noticed a leakage in the middle of staple line at the stomach site. The surgeon manually oversew the line. Another test with blue tint was performed with negative results. The patient is fine. No reinforcement material was used.

Manufacturer narrative:
(B)(4).